Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and provided steps for re-enabling remote monitoring and this was resolved. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: e1. If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and provided steps for re-enabling remote monitoring and this was resolved. This device remains in service. No adverse patient effects were reported.